Event description:
Alaris pump in use infusing levophed and epinephrine. Physician and rn at bedside for bedside procedure and it is reported there was a strange beep from the pump and the pump shut down. The IV pump was plugged into the wall, pump would not turn in. The pt's blood pressure was then lost. FDA safety report ID# (B)(4).